Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event was initiated at mako surgical. The dislocation was confirmed via x-ray. The surgeon performed a closed reduction, not a revision, and sent the pt home with a brace. The investigation is currently ongoing, and any add'l info will be provided in a supplemental report.

Event description:
The surgeon had performed a successful makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. On the date of the event, the surgeon performed a closed reduction on the patient due to an anterior dislocation of the hip. The patient dislocated while bending down with the joint externally rotated.